Manufacturer narrative:
Additional information: this complaint has been identified as part of voluntary recall. H9: recall event ID: (B)(4). Johnson & johnson surgical vision (jjsv) has initiated a field action related to tecnis® toric ii optiblue® (zcw) intraocular lenses (iols) due to an identification of a limited quantity of these products in which the cylinder axis marks do not meet product specifications for the allowable angle between low power meridian (lpm) and toric cylinder axis marks. This could potentially result in an increase in astigmatic error for patients that are implanted with the non-conforming iol depending on the magnitude of the incorrect angle relative to the lens toric markings. A secondary surgical intervention may be necessary to address the clinical impact, which could range from iol rotation intraoperatively, to corneal laser refractive correction, or explant of the iol and replacement. Complaints will continue to be monitored and investigated. Investigation is ongoing and corrective action will be implemented as appropriate. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the complaint lens was not returned for evaluation, as it remains implanted. However, a shipment hold (23-048) was implemented for all units available of this production order (B)(4). Four (4) retain units were retrieved for product evaluation at the manufacturing site. An optical check of four intraocular lenses (iols) model zcw375 with a diopter of 20.0d pertaining to (B)(4) was performed. All four units were checked on optical power, cylinder, and the angle between the low power meridian (lpm) and the toric cylinder axis markings per product specification. Lens #1 and #3 fully complied to the verified specifications, power, cylinder and angle between lpm and toric cylinder axis marks. Lens #2 and #4 did not fulfill the optical specifications on angle between lpm and toric cylinder axis marks. The evaluation indicated that the angle was measured to be 60 degrees off from intended orientation. The lenses have good optical quality; however, the orientation is wrong with respect to the markings. Therefore, further investigation is required and a nonconformance (nc) report has been initiated. Conclusion: based on the complaint investigation results the complaint issue of incorrect lens power was not confirmed; however, product deficiency and malfunction were identified in two out of four units evaluated. Therefore, a nc report was initiated ((B)(4)) to further investigate this complaint issue. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: account indicated that after the initial surgery on (B)(6) 2023, the intraocular lens (iol) was positioned on axis 8° as intended. The patient is not undergoing a new surgery. The patient uncorrected visual acuity is 0.4 and the corrected visual acuity is only 0.6, which makes it difficult to see clearly. The next routine postoperative examination was scheduled to be performed on (B)(6) 2023. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: unknown/not provided, as information was asked but it was not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis toric, model zcw that has a similar device, tecnis simplicity preloaded 1-piece iol model zct series which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post-operative residual astigmatism had increased to -4.5 diopter (d) after implantation of the preloaded toric intraocular lens (iol) in the eye of the patient who had against-the-rule astigmatism. The patient complained about far-distance with visual acuity of 0.6 with the naked eye. The reporting physician had confirmed that there were no problems with the eye, including posterior corneal astigmatism or irregular astigmatism. There was no patient injury reported. The iol remains implanted. Through follow-up we learned that on the following days: (B)(6). The examination results showed an increased astigmatism of -4.5d. On (B)(6), the iol was rotated to 90 degrees, which resulted in a decreased astigmatism up to -1.75d. No further details were provided.